Manufacturer narrative:
The harmonic ace instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There were materials missing as a result. The missing pieces were approximately 0.0500 by 0.0885 inches. The instrument passed the energy recognition test when placed on the in house system. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon was removing the round ligament of the liver, the gen11 host alarm indicated that the pressure of the cutter head of the harmonic ace instrument was too large. The instrument did not work properly and use was discontinued, and a backup was used. The user completed the procedure and no known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument broke during cleaning/wiping and thus, no fragments fell into the patient¿s anatomy.